Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. This lead is no longer in service. Additional information received that the explanted lead was sent to the pathology department of the hospital per hospital policy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.